Manufacturer narrative:
Please note that the device availability section was inadvertently reported as feb 16, 2017 in the initial medwatch report. Please note that the correct date is mar 22, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device trigger was blocked, jammed, and heavy moving. It was noted that the upper trigger was loose and the cylinder pin was missing. It was also noted that the device failed pre-repair diagnostic tests for off/oscillation/on switch mode function, the oscillation angle, switching function, the triggers and electronic control unit (ecu) function, compatibility between colibrii/small battery drive (sbd) and colibri ii/sbd ii, and the function with the electric pen drive (epd)-console. It was noted in the service order that the device ¿detent does not work¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that the device did not work was confirmed. An assessment was performed and it was observed that the trigger was loose, and the cylinder pin was missing. It was also noted that the trigger was blocked, jammed, and heavy moving. The device also failed pre-repair diagnostic tests for off/oscillation/on switch mode function, the oscillation angle, switching function, compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and the function with the electric pen drive (epd)-console. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.